Event description:
It was reported that a gamma nail was broken and removed.

Event description:
It was reported that a gamma nail was broken and removed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The long nail kit was classified as primary product during investigation. No deviations were found during review of the inspection documents (DHR). The long nail kit returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The investigation revealed that the nail was most likely drill marked within the posterior bridge of the proximal lag screw hole (material is abraded at lateral). The posterior breakage line was found within the abraded area. This area did weak the posterior bridge and caused a notching effect on the lateral side, that favors significant the nail breakage. Most likely the abraded area was caused by misdrilling drilling. Misdrilling could occur in case the target device was pre damaged or instruments were not assembled correctly. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the posterior bridge; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found abraded area at lateral), that the nail breakage started at the posterior bridge at the lateral side. After the posterior bridge was full or main partly broken, the anterior bridge followed quickly. The nail broke due to a fatigue fracture. The surgeon reported further that the locking screws were broken. The screws broke most likely after the proximal nail part was broken due to a dynamic overload; this issue is not material or design related.